Event description:
It was reported that a half day infusor burst. This occurred during filling of the device with an unknown drug(s). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by refilling the reservoir with green color water. The reservoir was found to be completely intact after it was refilled with green color water. The evaluation did not confirm the reported problem. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.